Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The customer reported to corporate product surveillance (cps) regarding 4-way standard bore stopcock with extension set in which it leaked at the junction where the tubing and stopcock are connected. It is unknown if the condition occurred during priming or during patient use. The occurrence date unknown. Patient involvement is unknown. There was no injury or adverse event reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted.